Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, the patient experienced blurry vision and haze. The lens was explanted and exchanged with new lens 11 months following the initial procedure. Additional information has been requested.

Manufacturer narrative:
Additional information provided in a.2., a.3.a, b.3, b.5., b.6, d.10, e.4. And h.3. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that there was no patient harm.